Manufacturer narrative:
Concomitant medical product: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial/lot #: b)(4); product ID: 37761. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt)'s connector pin was bent and she could not get it to connect. The consumer stated the pt had 0 charge to her ins and had stopped providing any relief. It was stated that the pt did still have stimulation as of the day prior to the notified date. The consumer was transferred to repair and the desktop charger (dtc) was replaced. An out of box failure was not reported. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.